Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was discharged home the following day post procedure. Three days post index procedure, the patient died.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was discharged home the following day post procedure. Three days post index procedure, the patient died.